Event description:
It was reported that the patient's controller always switches from port 1 to port 2 before batteries are down at 25%. Batteries and controller were replaced. No patient effects were reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were exchanged and returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual inspection and functional testing. Analysis and functional testing of (B)(4) revealed that the device failed to meet specifications due to a calibration error. This is an incidental finding that is not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events in the weeks prior to the reported event. The most likely root cause of the reported event is a communication anomaly between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to keep a back-up controller available and they are educated on how to do a controller exchange if needed. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.